Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The calibrations and quality controls were in acceptable range when the results were obtained by the customer. The field service engineer performed cleanings and verifications. The electrodes were then activated and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable sodium results for 1 patient sample on a cobas pro ise analytical unit analyzer. The initial result was 147.7 mmol/l and the repeat result was 137.0 mmol/l. It was unknown if the results were reported outside the laboratory. The electrode lot number and expiration date was asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.